Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Additional information received identified the patient has healed and there was no residual from the infection.

Manufacturer narrative:
The reported event of infection cannot be analyzed via laboratory testing. (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had an infection at the ipg implant site. The patient underwent surgical intervention to remove the ipg and washing of the infected area with antibiotics.